Event description:
Ous MDR - after an implantation time of about 5 months, oversensing was reported. No deterioration of the patient's state of health was reported. The lead was explanted.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damaged by fraying. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead from the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.

Manufacturer narrative:
Ous MDR.